Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the poor cutting during a procedure. The probe was the cutting; however, could not cut at higher speed and the spring would not rebound. The functionality of the aspiration is unknown. The product was replaced and procedure completed with no patient harm reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector in a tray, along with other items, for the report of unable to rebound at high or low speed. The sample was visually inspected and was found to be non-conforming with foreign matter on the inner diameter of the port face. The sample was then functionally tested for actuation, aspiration and cut and was found conforming for all three functional tests. The sample evaluation found foreign material on the port. However, the returned sample was found to be functionally conforming, therefore cutting and cut speed issues as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. How and when the foreign material observed in the port was introduced cannot be determined from this evaluation. No action was taken as the probe was manufactured to specifications. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).